Event description:
It was reported that a user experienced difficulty connecting a dexcom g7 sensor to the ilet system due to not entering the four-digit pairing code for the newly applied sensor, which led to a failed or incomplete pairing attempt. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included successful sensor warm-up and restoration of cgm functionality after the correct code was entered. Investigation included troubleshooting and user education conducted by support, guiding the user to the correct screen and completing the pairing process. Investigation of this case revealed user setup error resulting in use error during sensor pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pairing setup.